Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During the investigation, this flattening did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or deficiencies were found with the device. Although the cannula was flattened, the timing and cause of the damage is not known and the exact cause of the event could not be determined. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose to 20 mmol/l (360 mg/dl) while wearing the pod for an unspecified amount of time. When the pod was removed from the infusion site on their abdomen, there was blood found on the pod's cannula and around the infusion site. As treatment, a new pod was applied. The device investigation observed a flattened exposed cannula during testing.